Event description:
(B)(4). I was implanted in 2005. I been under several doctors care to help deal with the side affects which are debilitating back pain. Severe itching spells through out the years until the present. I lost over half of my teeth since implanting. I lost two inches of height (B)(6). Hair loss . Abnormal abdomen weight and severe pelvic pain. My body constantly is hot then cold hands and feet. All which could not be explained by medical doctors.